Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. A2, a4, and a5/a6 were requested but no response was provided. CAPA 23-006. CAPA 24-005. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant broke. On (B)(6) 2024, the patient presented for implant on tooth #29. During a follow-up visit after final prosthesis, on (B)(6) 2023, the patient reported he was not able to chew on crown which was very loose and ached with pressure. The provider removed the crown and found the upper part of the implant still attached. X-rays showed evidence of a broken implant and the patient was referred to a periodontist for implant removal. The bruxzir crown "screw retained" was removed normally by accessing screw and backing out using a hahn implant driver. The implant was removed on (B)(6) 2023 by a periodontist and a socket preservation bone graft was performed. The patient status was reported to be stable as off (B)(6) 2024.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6078098 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6078098 and found no additional product in stock. Investigation methods/results the reported product has not been returned to date. However, pictures were provided by the customer. The pictures were review and it appeared that the bottom portion of the implant was missing as the implant appeared to be fractured. A dental prosthetic was also attached to the implant. Root cause description a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused the implant to fracture over time. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).